Event description:
It was reported that the surgeon had difficulty implanting the device and "during a knee surgery, while tightening, the screw fractured". Additional anesthesia was required for a time period greater than 30 minutes. Three screws were used during the procedure and all broke-see reports 9617083-2012-00004 and 9617083-2012-00005.

Manufacturer narrative:
Suspected root cause: attempted insertion into a bone tunnel that had not been tapped, for a bptb graft, or the graft/screw/tunnel was not appropriately sized.